Manufacturer narrative:
Upon product return evaluation it was found that the product was made within spec. Therefore, this malfunction has not been previously reported nor likely cause or contribute to an adverse event. Therefore, the initial report was filed in error and should be voided. F any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Please ignore 0001822565-2016-04521-1 as this report was filed in error. There has been a found serious injury as a result of this malfunction, therefore this event is in fact reportable. Complaint sample was evaluated and the reported event was confirmed. The stem and its packaging were returned. From returned product evaluation it was determined that the polybag has a black stain in multiples places DHR was reviewed and no discrepancies relevant to the reported event were found. It was determined that the root cause was due to the packaging not being designed to withstand the wear of multiple transits found in systems such as the loaner pool. So the root cause can be design deficiency and transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon opening the implant, it was noticed the packaging was compromised and black substance was found around the trunnion.